Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to incontinence. The cuff was removed and replaced with a smaller size. There were no additional patient complications.